Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. The customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.